Event description:
It was reported that during testing conducted at the user facility the device overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.